Manufacturer narrative:
Please note that the initial report indicated that a dvt was discovered via imaging on (B)(6) 2014; however, additional clarification provided by the study site indicated that the thrombosis was a superficial thrombosis.

Event description:
On (B)(6), a (B)(6) male patient sustained severe traumatic brain injury (tbi) after falling off a roof. His injuries included: diffuse traumatic subarachnoid hemorrhage (tsah), bilateral contusions, multiple skull base fractures, right to left subdural hematoma (sdh) (status post emergent sdh evacuation/decompressive hemicraniectomy), rib fractures and an l1 compression fracture. Patient has a history of diabetes mellitus, hypertension and dyslipidemia. Patient did not have a prior history of deep vein thrombosis (dvt) and did not develop dvt/pe prior to initiation of hypothermia therapy. Heparin was given to the patient per standard hospital protocol. A separate catheter was used for the central line. The zoll quattro catheter was inserted into the left femoral vein. Later, a right intrajugular zoll cool line catheter was placed for fever control and access at the time of discontinuation of the left femoral line. Patient experienced anemia during the temperature control procedure from (B)(6) 2014 until (B)(6) 2014. Patient was transfused with 500 ml of prbc on (B)(6) 2014 and another 300 ml on (B)(6)2014. The lowest hemoglobin (hgb) count was 6.4 g/dl on (B)(6) 2014. Hgb increased to 8.6 g/dl on (B)(6) 2014 and decreased to 7.9 g/dl on (B)(6) 2014. Investigator indicated that the reported anemia was not related to the study procedure or study device. Patient also experienced pneumonia on (B)(6) 2014 during the temperature control procedure. The reported pneumonia was discovered via chest x-ray. Patient was given empiric antibiotics for aspiration pneumonia (vancomycin on 07/21/2014 and levofloxacin on (B)(6) 2014). On (B)(6) 2014, bal culture was taken and results were positive on (B)(6) 2014 for acinetobacter. Another bal culture was taken on (B)(6) 2014 and results were positive on (B)(6) 2014. Results also indicated gram negative rods, non-lactose fermenters and gram negative. Patient was given cefepime on (B)(6) 2014. On (B)(6) 2014, bal culture was taken and results were positive for pseudomonas on (B)(6) 2014. Patient was given ciprofloxacin on (B)(6) 2014. Investigator indicated that the reported pneumonia was not related to the study procedure or study device. Patient experienced hypophosphatemia at 01:07 from (B)(6) 2014 through (B)(6) 2014 during the temperature control procedure. Phosphorus levels on (B)(6) 2014 were 1.3 mg/dl. Shivering protocol was initiated due to holding temperature to 37. Investigator indicated that the reported hypophosphatemia was not related to the study procedure or study device. The event was resolved without sequelae on (B)(6) 2014 with a phosphorus level of 2.8 mg/dl. Patient experienced hypernatremia on (B)(6) 2014 at 14.21 during the temperature control procedure. Patients are permitted liberal sodium levels to avoid elevated intracranial pressure. Investigator indicated that the reported hypernatremia was not related to the study procedure or study device. It was reported that the patient had a fever. An upper extremity dvt was discovered via imaging (us bilateral upper extremity venous doppler) on (B)(6) 2014 before patient discharge. There was evidence of a right sided cephalic vein superficial thrombosis. In addition, there was evidence of a left sided basilica vein superficial thrombosis which may have extended into the proximal left axillary vein. Patient was on mechanical (teds & scd's) and medical vte prophylaxis (heparin 5000u sq q8hrs). There were no changes in heparin prophylaxis. The patient is being monitored. Patient also experienced subclinical/electrographic seizures before discharge. Patient was treated with antiepileptics (vimpat, keppra, dilantin). Investigator indicated that the reported seizures were not related to the study procedure or the study device. Manufacturer has requested additional information; however, no additional information has been obtained.

Event description:
Additional information obtained from the clinical site on (B)(6) 2014 and (B)(6) 2014: the quattro catheter was placed on (B)(6) 2014 at 1324 in the left femoral vein. It was discontinued on (B)(6) 2014 at 0800, approximately 90.5 hours of dwell time. On (B)(6) 2014 at 1630, the thermogard was switched to fever control mode after the controlled normothermia period. At 1900, the subject had a temperature of 100.4°f or 38.0°c. Fever was documented on (B)(6) 2014 at 101.7°f or 38.7°c. A zoll cool line catheter was placed into the right internal jugular vein on (B)(6) 2014 at 1930. On (B)(6) 2014 at 0000, this line was removed, approximately 124.5hrs of dwell time. Investigator indicated that there were no vessel injuries caused by the zoll catheters. Patient is at a high risk for dvt related to his injury and immobility. It is standard care to provide dvt prophylaxis to these patients. An update was made to the initial report to clarify that the thrombosis was a superficial thrombosis. The follow up studies indicated that it was not a dvt. The subject had repeat ultrasound studies performed. No full strength anticoagulation has been required. The patient was less alert on the morning of (B)(6) 2014, but localizing well. Patient was afebrile on (B)(6) 2014. Providers continued physical therapy and occupational therapy (pt/ot). On (B)(6) 2014, patient was discharged to the rehabilitation hospital and a lower extremity doppler ultrasound was performed on admission. He was diagnosed with bilateral lower extremity dvt's. The ultrasound report from the study that was performed on (B)(6) 2014 stated "deep vein thrombosis in the right femoral-popliteal segments. Deep venous thrombosis is present involving bilateral common femoral veins, bilateral femoral veins, and right popliteal vein in the right femoral popliteal segments." The site agreed with neurosurgery to continue enoxaparin bridging with coumadin for bilateral lower extremity dvts after reviewing patient's hematocrit. Patient is being closely monitored for change in mental status. The site will discontinue the enoxaparin once inr is at goal (2-3). 70 mg of lovenox is given subcutaneously every 12 hrs and 7.5 mg of coumadin is given daily by mouth and continues to be given as of (B)(6) 2014. The reported bilateral dvt was considered life-threatening. However, it did not result in persistent or significant disability or incapacity because it is currently being treated with full dose anticoagulation. The event was not related to the study procedure, the temperature control procedure or other study procedures. It was not related to the study device as the catheter was removed on (B)(6) 2014. As noted, the doppler ultrasound reports on (B)(6) 2014 and (B)(6) 2014 were negative for bilateral upper and lower extremity dvt. The dvt was found via ultrasound on (B)(6) 2014.

Manufacturer narrative:
The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device malfunction. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.